Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume in the pump (19cc) was greater than the expected residual volume (5cc). The event logs were normal, and the patient was having no "real" issues. A catheter dye study was performed and the system was patent. It was unclear whether the catheter access port could be aspirated during the study. It was noted that there had been a pump revision done in august due to erosion. The mediation being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.